Event description:
A customer reported receiving an unspecified low reading from the adc freestyle libre 2. The customer experienced symptoms of nausea, paleness, heavy and fast breathing, "wobbly" and was unable to self-treat. The customer had contact with a healthcare provider who obtained a laboratory result of "1300 mg", diagnosed him with hyperglycemia, and was treated with unspecified infusions. The customer was hospitalized for 2 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low reading from the adc freestyle libre 2. The customer experienced symptoms of nausea, paleness, heavy and fast breathing, "wobbly" and was unable to self-treat. The customer had contact with a healthcare provider who obtained a laboratory result of "1300 mg", diagnosed him with hyperglycemia, and was treated with unspecified infusions. The customer was hospitalized for 2 days. There was no report of death or permanent injury associated with this event.